Event description:
It was reported that the camera head had a crack in the main body insertion section. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; e1 - initial reporter establishment name: (B)(6) hospital; g3; h2; h3; h6 and h11. Corrected fields: e1; e3, h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector fracture; corrosion on electrical contact points; free lock lever corrosion; main body deposits; main body water ingress. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.